Manufacturer narrative:
No conclusion code available; the reported field events of high voltage circuit damage and low hv lead impedance were confirmed in the laboratory. Upon receipt, the device was in backup vvi mode. The device was tested on the bench and high voltage output circuitry damage was observed. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the backup vvi, damaged high voltage circuitry, and low hv lead impedance was due to a lead anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for follow-up. Several episodes of hv circuit damage, low hvli on rv to can and rv to svc, high pacing li and vibratory alert were observed. In addition, multiple hv therapies were aborted. Programming changes were made and chest x-ray was suggested. The device was electively explanted. The lead was capped and replaced. The patient was stable.